Manufacturer narrative:
The device was not returned to olympus for evaluation. However, this type of device damage is most likely caused by applying excessive force like impact, fall, or stress. The instruction manual warns users" that impact, fall, shock or similar stress can damage the ceramic insulation at the distal end, and the instrument must not be used if damaged, as it can cause injuries to the patient and/or user."

Event description:
Olympus received a mandatory medwatch ((B)(4)) form which indicates that during a transurethral resection of the prostate (turp) the white plastic tip of the restoscope broke off and fell inside the patient¿s bladder. It was reported that the surgeon attempted to retrieve the device fragment from the patient¿s bladder but due to poor visualization post-turp, it could not be retrieved. There was minor bleeding observed. It was reported that during the resection the loop was not cutting correctly or retracting completely and that is when the surgeon noted the device fragment in the patient¿s bladder. In addition, it reported that the patient was originally scheduled for a therapeutic green light laser prostatectomy; however, due to issues with the visualization of the green light laser the procedure was switched to a turp. The intended procedure was completed with a similar device. The facility reported that the patient can currently urinate and does not to remove the device fragment unless a problem occurs. The patient is reportedly in stable condition.